Event description:
Initial information was reported by a physician to a valeant sales representative on (B)(6) 2012: a pt received poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date not provided) mixed with lidoacine injected into the temple area. For approximately two hours, the pt was not able to blink or close his or her eyes. No further relevant information was provided. Pharmacovigilance comment: sanofi company comment (B)(4) 2012: this case is lacking sufficient information to allow a complete medical evaluation. Additional information including pt's age, medical history, concomitant medication, outcome of the event, and any treatment given has been requested.